Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01206. It was reported high impedance was found. Troubleshooting/reprogramming was unable to address the issue. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.